Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Seizure and stroke may occur during this type of procedure and as listed in the instructions for use, seizure and stroke are known potential adverse events associated with the use of the product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that approximately 2 weeks post rx acculink stent implantation in the right internal carotid artery, the patient experienced a seizure and was diagnosed as having a stroke. Physical and occupational therapy were started and the patient was started on antiseizure medication. The condition is listed as continuing and improving. There was no additional information provided.